Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) cuff replacement due to recurring incontinence. It was said that the cuff was not tight enough, therefore, a smaller cuff was implanted. There were no additional patient complications reported.